Manufacturer narrative:
This MDR is related to MDR 1835959-2015-00178.

Event description:
The patient was reportedly implanted with two (2) biodesign or surgisis 4-layer tissue grafts on (B)(6) 2013 at (B)(6) hospital, by (B)(6) to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.